Event description:
It was reported that the 9600 system had a check sum error message displayed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sram was replaced and the 5 volt power was adjusted during the service call. The system was tested and found to be working as intended and put back into service.